Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pain / two weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding and passing small clots"), abdominal pain ("cramping"), allergy to metals ("allergic to nickel"), abdominal distension ("bloated"), abdominal discomfort ("burning in abdomen"), depression ("depression") and asthenia ("lack of energy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, abdominal distension, abdominal discomfort, depression and asthenia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, asthenia, depression, genital haemorrhage and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, asthenia, depression, genital haemorrhage and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of procedural pain ('sharp pain / two weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding and passing small clots"), abdominal pain ("cramping"), allergy to metals ("allergic to nickel"), abdominal distension ("bloated"), abdominal discomfort ("burning in abdomen"), depression ("depression") and asthenia ("lack of energy"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the procedural pain, genital haemorrhage, abdominal pain, allergy to metals, abdominal distension, abdominal discomfort, depression and asthenia outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, asthenia, depression, genital haemorrhage and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, asthenia, depression, genital haemorrhage and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.